Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: 7025002.

Event description:
A report was received that the patient was experiencing pain at the ipg and lead site. It was noted that the lead was going up on patients spine causing extreme pain, spasms and swelling. The patient underwent an explant procedure and was doing well postoperatively. All explanted device components will not be returned per facility policy.